Event description:
The patient was implanted with hernia mesh t-sling on (B)(6) 2013. Later the patient experienced vaginal bleeding, lower abdominal pelvic pain, menorrhagia, dysmenorrhea, symptomatic anemia, adnexal cyst, vaginal hemorrhage, persistent vaginal bleeding, abdominal uterine bleeding with retained cervix/lower uterine segment and left lower quadrant pain, recurrent urinary incontinence, recurrent vesicovaginal fistula, urinary tract infection, incomplete voiding with urinary hesitancy and a persistent cystic left adnexal mass with pelvic pain. An evacuation of endocervical hematoma with cauterization of the endocervix and ectocervix was performed on (B)(6) 2013. Further surgery to control abnormal uterine bleeding and a laparoscopic trachelectomy with bilateral ovarian suspension were performed on (B)(6) 2013. A secondary closure of the vaginal cuff was performed on (B)(6) 2013. Dilaudid and macrobid were prescribed between (B)(6) 2013. An implant of a competitor's product, take down of the tot sling bilaterally, exploratory laparotomy, bilateral salpingo-oophorectomy and vesicovaginal fistula repair with release of vesical sling were performed on (B)(6) 2013 (the provided documentation indicates an explant on this date). A vesicovaginal fistula repair was performed on (B)(6) 2013.